Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred and that the pump battery was depleting quickly. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.